Event description:
Intl affiliate reports that fractures of an implanted moss miami screw and rod resulted in the need for revision surgery. See medwatch report #1526439-2007-00151 for the rod that was involved in this event.

Manufacturer narrative:
A definitive cause cannot be determined. The moss miami screw is intended as a temporary anterior or posterior implant to correct spinal disorders and provide stabilization of the spine to permit the biological process of spinal fusion to occur. If spinal fusion does not occur or is delayed an extended amount of time, excessive forces can be placed on the implants causing them to fracture. The degree of success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. Notches, scratching, or bending of the implant during the course of surgery may also contribute to early failure.